Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with moderate calcification. A 3.75x20mm nc trek rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The balloon was not soaked prior to use. Air aspiration was performed outside the anatomy prior to use. The bdc was advanced toward an absorb scaffold in order to perform post dilatation as part of standard procedure. The bdc was inflated once up to 16 atmospheres without issue. On the second inflation contrast was noted to be leaking down into the vessel. Thus, a balloon leak/pinhole was suspected. The bdc was removed and the procedure was ended. There was no adverse patient effect and no clinically significant delay in the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The break, stretch and tear were able to be confirmed. The reported rupture was unable to be confirmed; however, the tear at the outer member and the break in the inner member were likely what was perceived as the rupture. The investigation was unable to determine a conclusive cause for the reported complaints. It should be noted coronary dilatation catheters (cdc), nc trek rx instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial MDR, return device analysis revealed that the inner member was separated, the outer member was stretched and a tear was noted in the outer member at the stretched portion. Follow-up with the site determined that this damage had occurred during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.